Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was relocated to the right abdomen to address this issue. Therapy was restored post-op.